Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that their client had complained about urine flowing back into the tubing. They were unsure if this was normal, as they believed the tubing should have been anti reflux. The customer had requested credits in the event that further investigation was required.